Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for parkinson¿s disease and movement disorders. It was reported that the ins was not working. It only stays charged for an hour. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.